Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed the following, but the causal relationship between the following and the reported event was unknown. Insufficient angulation range for specification. Too much play in the angulation mechanism. Loose of water supply connector. Flare of image. The bending section glue worn. The objective lens glue worn. White foreign matter in the auxiliary water inlet. Omsc surmised that the white foreign matter came from the component of defoaming agent based on a component analysis. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for coagulase negative staphylococci, klebsiella pneumoniae and candida albicans. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.